Manufacturer narrative:
Product analysis the device was returned with evidence of a twist on the balloon beside the centre markerbands, a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip, a 0.018¿ guidewire from the lab was loaded through the tip and exited through the luer, an indeflator was used to inflate the balloon to its nominal pressure of 8atms and twist disappeared, the balloon was then inflated to its rated burst pressure (rbp) of 14atms and no evidence of twist, the balloon was then deflated and no evidence of a twist, image analysis two still images were returned for analysis image 1- this image shows the pacific plus balloon, a twisted segment of the balloon distal to the mid ro marker is visible in the image provided. Image 2 - fluoroscopic image of the indwelling and inflated pta balloon with a void in contrast distal to the mid-ro marker. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure involving pacific plus balloon, a tight narrowing near the middle radio-marker was noticed during inflation up to rapid burst pressure in the left superficial femoral artery. The procedure was conducted on the left mid superficial femoral artery. A balloon twist was found at the exact location of the narrowing after the balloon was withdrawn and examined. The device was prepped per the instructions for use with no issues identified, and a rewrap tool was used without any noted issues. The procedure was completed by withdrawing the balloon after inflation. No patient complications have been reported as a result of this event.